Manufacturer narrative:
(B)(4) - occlusion is labeled in the IFU. Event evaluation: still under investigation.

Event description:
An (B)(6) male patient underwent endovascular repair of abdominal aortic aneurysm and right common iliac artery aneurysm on (B)(6) 2011. The patient's anatomical form was suitable for the procedure. The right internal iliac artery was initially embolized with coils. After deployment of the main body, contralateral limb cannulation failed. The physician attempted to advance a wire guide through the brachial artery using pull-through technique, however, occlusion of the contralateral gate was confirmed. The physician decided to convert a bifurcated graft into an aorto-uniiliac graft and placed a zenith converter in the main body and a zip on the contralateral side. No additional clinical sequelae were reported and the patient is fine.